Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device had a worn seal, was frozen/will not move, had a corroded bearing, a broken gear, and moving parts of the device did not move smoothly. It was further determined that the device failed pretest for check general function in running mode, and check for mechanical free movement. It was noted in the service order that the equipment did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.